Event description:
Corail stem neck fracture (B)(4).

Manufacturer narrative:
The reported corail amt stem was voluntarily recalled from the market in 2004. The (B)(4) product codes were subject to a design change to move the location of the etch to address the issue of neck fracture. The root cause is design. Further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.